Manufacturer narrative:
Method: work order search. Results: a lens work order search was performed and another similar complaint was found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -06.00 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting and glare/halos. The lens was exchanged for a shorter lens. The patient's post-op best-corrected visual acuity was 20/20.